Event description:
It was reported that the pt experienced pain post-operatively. X-ray imaging confirmed a component of the construct was dislodged. A reoperation was performed to replace the construct.

Manufacturer narrative:
The removed construct was returned for evaluation. Visual examination was performed. Damage was observed that was consistent with the condition reported and the removal. No conclusion can be drawn from the results of the examination of the returned device.